Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 21 mg/dl following a recent factory reset performed per healthcare provider recommendation, during which the patient became non-responsive. Emergency medical services were contacted and treated the patient with glucagon, after which the patient was stabilized and did not require hospital transport. Symptoms included hypoglycemia and loss of consciousness. Outcomes included required medical intervention by emergency medical services. Investigation included communication with the patient and review of the information provided. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.